Event description:
The plaintiff's attorney alleged that the decedent experienced respiratory failure on (B)(6), 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs #1225714-2014-01154 and 1225714-2014-01155. Medical records were received on (B)(6) 2014 and medical review is pending. A follow-up medwatch report will be submitted accordingly.